Event description:
During a laparoscopic hernia repair, it was reported by the affiliate the only two staples were delivered. There was no pt consequence.

Manufacturer narrative:
Based upon the inquiry info received and the visual examination, it was concluded that the reported instrument delivered "only two staples" during surgery may have been due to the cartridge tube crimp which had yielded. The instrument was received with a yielded cartridge tube crimp and no functional testing could be perfomred. The instrument was disassembled and the tube crimp was observed to be insufficient, which was due to an assembly error. The cartride was observed to contain 23 staples which were properly aligned in the staple track. Co reviews each incident as it occurs in an effort to continuously improve co's products and process.